Event description:
Pt called to report a lap-band system with a "leak in it" first noticed "during every fill, I didn't feel any restriction." Pt reported that "the lap-band had slipped about two years ago, so the doctor deflated it completely, and it settled back into the proper position." Device remains implanted.

Manufacturer narrative:
Taper ii. The reporter of the compliant was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or the actual implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."